Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, lesion crossing and balloon removal difficulties occurred. The lesion being treated was located in the heavily calcified, left anterior descending (lad) artery. The physician attempted to direct stent the lesion with a taxus stent but was unable to cross the lesion. The vessl was then pre dialted a crosssail 2.0x15 mm balloon at 11 atms for 30 seconds. The physician deployed a taxus express2 2.50x8 mm drug eluting stent at 11 atms for 20 seconds. He felt resistance so inflated again to 11 atms for another 20 secondcs. The physician had to wiggle the balloon and then it came out. There were no reported patient complications.